Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually and microscopically. The complaint is confirmed. No definitive root cause could be determined however, the most probable cause is forces imposed upon the device when resistance occurred during the clinical procedure. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular interventional procedure, the catheter tip detached within the patients artery. The physician had acquired retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with a stiff guide wire and 4f catheter. During a catheter exchange, the catheter tip detached within the patients common femoral artery and remained on the guide wire. It was noted that the patient had previous femoral artery surgery, scar tissue was note. The physician up sized the sheath to 6f, so that the guide wire and detached catheter tip could be removed together through the larger sheath. The catheter tip was just protruding from access site during removal, so the physician was able to finally remove the tip by hand. A new catheter was then introduced, and the procedure was successfully completed. A vascular stent was successfully placed within the patients superficial femoral and popliteal arteries with no additional complications to report.